Manufacturer narrative:
Per the trustee instruction for use: change the infusion set every 24-48 hours, or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check did not identify cause of blockage. Reportedly, customer used the infusion set for 3 days versus the labeled 1-2 days. Pump supplies were changed and insulin therapy was resumed.